Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system displayed a system message that occurred during a vitrectomy procedure. The operation was continued without intraocular pressure control. There was no patient harm reported. The procedure was completed. No additional information is expected for this report.